Event description:
It was reported to philips that the system's footswitch pedals were sticking. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnostic procedure when the customer removed their foot from the fluoroscopy pedal, but the x-rays continued to run. The procedure was delayed by less than 20 minutes and was completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and performed the power on self test (post), which passed. The fse replaced the wired footswitch, which was returned for analysis and no failure was found. Additional review of system log files showed 12 seconds of low-dose fluoroscopy radiation from 10:50:09 to 10:50:21. The customer attempted to disable the x-rays by pressing the x-ray enable button multiple time and subsequently pressed the emergency stop at 10:50:20, but radiation continued because the foot pedal remained pressed. At 10:50:21 the foot pedal unstuck and the x-rays stopped, indicating the pedal had been stuck. After the replacement of wired footswitch, the system was returned to use in good working order. At the time this complaint was received, philips had no reason to believe that a serious adverse event associated with exposure to a high dose of radiation had not occurred. Since that time, new information has been received which has led to the determination that, although accidental radiation fluoroscopy had occurred, there is no information to suggest that a serious adverse event associated with fluoroscopy to a low dose of radiation had occurred. Moreover, if an issue occurred during the procedure, which was completed after a system restart with minimal or no delay on the same system would not be likely to lead to a death or serious injury. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.